Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 434 mg/dl. The customer stated that the reservoir was filled with 100 units of insulin and when she checked the reservoir at the hosp, the reservoir was empty. The customer does not remember if the driver arms were positioned properly. Troubleshooting was performed. All settings, totals, and histories on the device were correct. Ran a prime test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.